Event description:
It was reported that during a da vinci assisted surgical procedure, the customer experienced a non-recoverable system error. The technical support engineer reviewed the system logs and determined the errors pointed to an illuminator self-test failure. The site had already restarted the system without improvement. The technical support engineer then had the site test using a different scope, but the error recurred. The site was able to recover the system after the repeat error and continued operation with degraded image quality. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the endoscope system controller to resolve the issue. The system was tested and verified as ready for use. The esc been returned and evaluated by the failure analysis on 06/15/2026. The unit was returned for failure analysis. The reported failure was confirmed in the field but not replicated during in house testing. No issues were identified that could be related to the reported failure. Error 48204 (PMA): illuminator error sensor self-test failed (failure mode: sst failed test; power deviation: 0.182516 percent; fail threshold: 0.15), error 48450: illuminator nsl sensor selftest fail. These errors confirm the fault occurred in the field. The unit was installed on a known good in house system and did not trigger any errors during startup. Image quality was clear, crisp, and noise free with correct coloration on both the right and left sides. The unit engaged with the endoscope successfully, and firefly functioned without issue. The system was power-cycled multiple times with no issues observed. The system was left idle for a period with no video loss. An instrument driving test was performed, and the system functioned as designed. The unit passed function testing. Based on these findings, failure analysis determined that no root cause could be attributed to the issue.